Event description:
#Medwatcher #(B)(4). I suffer from many side effects, and I have lost my job cause of them here is a list of effects. Dizzy spells, migraines, cold flashes, mood swings, crying for no reason, cramping , shooting stabbing pains, anxiety, memory lapses bleeding is unbearable, constipation, boobs have gotting smaller and always hurts, belly swelling and constant pain. I have at least 2 hernias. Always fatigue and my belly swells when I'm active.